Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) was confirmed. Upon investigation the monitor displayed service code - belt/monitor unusable. The monitor was intermittently able to communicate with a test electrode belt. The cause for the service code and the intermittent failure to communicate to an electrode belt was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving a service code (belt/monitor unusable).